Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced non-sustained ventricular tachycardia (nsvt). It was further reported that the implantable pulse generator (ipg) exhibited ventricular safety pacing (vsp) which may be pro-arrhythmic. The ipg remains in use. No further patient complications have been reported as a result of this event.